Manufacturer narrative:
(B)(4). An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports during the first dialysis treatment after intubation surgery, it was found that the tube was (leaking) bleeding. The catheter was replaced with a new one. There was no patient injury reported.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. There were no changes identified that may impact the product/process related to reported condition during a period of six months prior to manufacturing date. The sample was provided to the manufacturing site for analysis and investigation; it consisted of a permcath catheter that came inside a plastic bag. In order to confirm the reported condition, functional testing was performed. The test showed a leak in the shaft of the catheter. Visual inspection of the sample revealed a cut in the tubing near the cuff. The sample presented signs of use as the cuff worn down. The sample was received damaged after being in use in the first hours after implantation, during this time the catheter did not present problems and the issue was not identified prior to use. As per the instructions for use, the catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. The evidence provided is not enough to relate this event to the manufacturing operations, the sample received presented signs of use and it became damaged after being in use and manipulated. Based on the available information, it can be concluded that the product was manufactured according to specifications and it functioned as intended for the reported amount of time; for this reason the catheter was more likely damaged during use and the most possible root cause can be considered excessive force, sharp objects and/or cleaning agents. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.